Manufacturer narrative:
Information regarding section d2 suspect medical device common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Continued from section e3 occupation: non-healthcare professional. Information regarding section g5 den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return, as well as two bd syringes. The catheters appeared to contain discolored powder, and one catheter was discolored red at the distal end. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior and inside the ring around the nozzle of the device as well as on exteriors of the catheters and syringes. When tested as returned, the device sprayed a small amount. The co2 cartridge discharged upon deactivation of the device and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device did not spray as intended. Upon inspection, the lance inside the regulator had rotated out of place during the evaluation making the device unable to puncture the co2 cartridge. The catheters were tested with a sample device and did not spray due to clogs within the catheters. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was clogged catheters. Information from the user indicates that the user did not flush the endoscope channel with air prior to passing the catheters into the accessory channel; this is the most likely cause for the reported observation. Although the lance position was slightly displaced, it was not the root cause of the device being unable to spray powder. The instructions for use state: "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." Flushing the channel with air will dry residual moisture in the channel and prevent fluid from entering the catheter during advancement through the endoscope. A review of the device history record confirmed that the possible lot said to be involved met all manufacturing requirements prior to shipment. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The catheter clogged. The customer tried to use the second catheter, which also clogged. Hemoclips and a bipolar probe were used to complete the procedure. The user did not flush the endoscope channel with air prior to placing the catheter down the endoscope channel. The following was provided on (B)(6) 2019: "when the user went down the first time with the first catheter, they did not inject any air into the channel of the endoscope. They did not attempt to activate the product with the first catheter. The user encountered 'so much blood, that there was blood coming out of the patient's rectum.' When the user went down with hemospray, the doctor did not try to spray it and wanted to use a clip instead. The user removed the first catheter and used some hemostasis clips to slow the bleeding. When the nurse removed the first catheter from the endoscope, there were approximately six inches of blood in the catheter. They swapped out the first hemospray catheter for the second catheter to try it after the use of hemostasis clips, but they again did not flush the endoscope with air. They attempted to use the hemospray with the second catheter but it would not output powder. It was clogged. They removed the second catheter and used other products to stop bleeding. The patient was subsequently sent to surgery for a perforation not related to hemospray use, but due to erosion of the bleeding vessel they were trying to stop during the procedure. The patient did fine after surgery. The cook sales representative performed an educational in-service with his customer. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, information from the user indicates that the user did not flush the endoscope channel with air prior to passing the catheters into the accessory channel; this is the most likely root cause for the reported observation. The instructions for use state: "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." Flushing the channel with air will dry residual moisture in the channel and prevent fluid from entering the catheter during advancement through the endoscope. A review of the device history record confirmed that the possible lot said to be involved met all manufacturing requirements prior to shipment. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided that the user did not flush the endoscope accessory channel with air prior to catheter advancement, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The catheter clogged. The customer tried to use the second catheter, which also clogged. Hemoclips and a bipolar probe were used to complete the procedure. The user did not flush the endoscope channel with air prior to placing the catheter down the endoscope channel. The following was provided on 06-aug-2019: "when the user went down the first time with the first catheter, they did not inject any air into the channel of the endoscope. They did not attempt to activate the product with the first catheter. The user encountered 'so much blood, that there was blood coming out of the patient's rectum.' When the user went down with hemospray, the doctor did not try to spray it and wanted to use a clip instead. The user removed the first catheter and used some hemostasis clips to slow the bleeding. When the nurse removed the first catheter from the endoscope, there were approximately six inches of blood in the catheter. They swapped out the first hemospray catheter for the second catheter to try it after the use of hemostasis clips, but they again did not flush the endoscope with air. They attempted to use the hemospray with the second catheter but it would not output powder. It was clogged. They removed the second catheter and used other products to stop bleeding. The patient was subsequently sent to surgery for a perforation not related to hemospray use, but due to erosion of the bleeding vessel they were trying to stop during the procedure. The patient did fine after surgery. The cook sales representative performed an educational in-service with his customer. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.